Event description:
Reporter alleged obtaining a discrepant blood glucose result of over 300 mg/dl on the advantage system compared back to back with a result of 133 mg/dl on the pharmacy system when testing was performed within 10 minutes. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.